Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n151292004, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Reporter confirmed a catheter fracture. Healthcare provider was replacing the pump due to nearing end of life and they found that the patient¿s catheter had broken near the pump. They revised the section of catheter and placed the new pump on (B)(6) 2014. Drug(s) in the pump at the time of this event was not specified. No patient adverse event/symptoms prior to the pump replacement/catheter revision were reported. Additional information was requested, but was not available as of the date of this report. A follow-up report will be sent when additional information becomes available.